Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed fault code 42 (force overload tripped) upon powering up. Rebooting the device did not solve the issue. No patient involvement.